Event description:
I use the freestyfe libre 2 manufactured by abbott and I purchase them as my insurance will not pay for them. I have successfully used them for over a year. When l opened it and went to apply it, the needle was as hard as a steel rod and l did not insert it in my arm. I called abbott and they sent me replacement #1 and that sensor was the same as the initial defective one. So they sent me a 2nd replacement sensor and it also was defective. I asked for a supervisor this last time (3rd time) that I called in who would take note that on the bottom of each box was the same identifying numbers, which told me that these are the same batch and someone needs to do something about it. When I call in all they ask for is serial number and that is not enough; if I can identify that all three are from the same batch, someone needed to pay attention and pull these defective ones off the shelf and stop sending them out as a replacement.